Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 for trial procedure, however the physician was unable to access the epidural space despite multiple attempts. In turn, the case was abandoned, and referred to a surgeon for a permanent trial procedure. No product was implanted or explanted. No adverse events occurred to the patient. Patient is stable.